Event description:
It was reported the pt had an existing pain on the same side of the body as the ipg was located. The pt felt the ipg was irritating this existing issue. The physician moved the ipg pocket from the left side of the body to the right side. It was reported the pt had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.